Event description:
It was reported via repair work order that the patient right foot end caster wheel was broken, which may lead to an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.